Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues. Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections b.3, d.6b & h6. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.